Event description:
Patient admitted for cardiac cath. Physician inserted guidewire through potts-cournard needle into the right femoral artery. After a short segmenmt was introduced there was resistance. Physician attempted to pull wire back, but wire could not be moved. An attempt was made to remove the needle and wire, however the wire remained behind. Eventually, with traction, the wire sheared a part leaving a piece under the skin.surgical removal deemed unnecessary at this time.